Event description:
Device 7 of 9. Reference MFR report#1627487-2018-02020, reference MFR report#1627487-2018-02081, reference MFR report#1627487-2018-02082, reference MFR report#1627487-2018-02083, reference MFR report#1627487-2018-02084, reference MFR report#1627487-2018-02085, reference MFR report#3006705815-2018-00433, reference MFR report#1627487-2018-02087. Additional information identified that patient was prescribed oral antibiotics for infection. The patient may follow up with her local physician. There is no information available on the status of patient infection at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 7 of 9. Reference MFR report #1627487-2018-02020, reference MFR report #1627487-2018-02081, reference MFR report #1627487-2018-02082, reference MFR report #1627487-2018-02083, reference MFR report #1627487-2018-02084, reference MFR report #1627487-2018-02085, reference MFR report #3006705815-2018-00433, reference MFR report #1627487-2018-02087. It was reported that the patient experienced infection of the entire scs system and occipital leads were protruding from the skin. As a result the entire scs system was explanted.